Event description:
It was reported that upon next-day follow-up interrogation, it was noted that the atrial lead was displaying ¿p-waves¿ at nearly the same time as r-waves. Also, when pacing aai, the atrial lead was capturing the ventricle. Cxr confirmed lead dislodgment. The patient was brought back to the cath lab and the atrial lead was repositioned in the right atrium without difficulty. The patient tolerated the procedure well and was transferred to the room in stable condition. Another interrogation was performed on the following day and the lead appeared to be functioning normally.